Event description:
It was reported to medtronic neurosurgery that the valve was found to be blocked during testing. The patient's status was reported to be normal.

Manufacturer narrative:
The returned valve was patent and it met all of the requirements for the leakage, reflux, pressure-flow, and preimplantation tests. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).